Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked and not functional. Contacted stated that the screen was cracked when the pump arrived in the mail. There was no impact to the customer¿s blood glucose. Reportedly, the customer would continue use of manual injections for insulin therapy.